Event description:
It was reported that the patients ipg was non functional and that the patient had difficulty and charging the ipg frequently. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was discarded.